Manufacturer narrative:
The investigation determined that a higher than expected vitros creatinine (crea) result was obtained when a customer was using vitros crea slides on a vitros 350 chemistry system. The definitive assignable cause of the higher than expected vitros crea result could not be determined. Historical quality control results were not provided to evaluate the performance of vitros crea lot 1525-3492-0358. Therefore, a reagent issue could not be entirely ruled out. The customer indicated the crea quality control results were acceptable prior to 9 november 2019. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea lot 1525-3492-0358. However, ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros crea lot 1525-3492-0358. The customer believed that the shift high of quality control results was due to an incorrect reflectometer lamp adjustment. However, after the reflectometer lamp was adjusted correctly, the subsequent calibration resulted in higher than expected vitros crea results indicating the lamp was not the cause of the higher than expected crea quality control results or the following suboptimal calibrations. The likely cause of the suboptimal calibration is an issue during the preparation of calibrator kit 1, however this could not be confirmed since the customer no longer wished to work with the tsc to determine root cause.

Event description:
A customer obtained a higher than expected vitros creatinine (crea) result using vitros crea slides on a vitros 350 chemistry system. Vitros performance verifier I, lot f6662 vitros crea result of 1.56 mg/dl versus expected vitros crea result of 0.91 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros crea result was obtained when processing a quality control fluid. Patient samples were not processed during the timeframe. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).